Event description:
A pt was last drain when she could not clear an m31 air in the cassette alarm. She disconnected and the pt drained just fine with capd. When she opened the door to remove the cassette there was a large amount of fluid running out of the cassette and the pump module was all wet. There is no report of pt ill effect. There is no sample.

Manufacturer narrative:
Device history lot review: two complaints received for this symptom code on this lot/batch. Sample analysis: no sample was received or is available for eval. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.